Event description:
It was reported that during preparation for a ureteroscopy procedure, the zero tip basket was found to be in two pieces when the package was opened. The procedure was completed with another of the same device. There were no pt complications and the pt was reported to be "fine".